Manufacturer narrative:
The carefusion failure analysis technician examined the turbine and found that it caused a vent inop. The problem was traced to corrupt data on eeprom on turbine interface pcba. The turbine was re-characterized and now it functions normally. Duplicated, "vent inop" and "motor fault", complaint allegation. This issue is being addressed in an internal correction.

Event description:
This complaint originated from our foreign distributor in (B)(6). The distributor called carefusion tech support stating that one of their ventilators was showing "vent inop". The distributor also mentioned that the events were showing "motor fault". No patient involvement.

Manufacturer narrative:
The foreign distributor determined that the probable cause of this event was a faulty turbine assembly. Per request from the foreign distributor carefusion technical support shipped a replacement turbine assembly to repair the ventilator. Carefusion issued a return good authorization (rga) number to the foreign distributor for the return of the alleged faulty turbine assembly for evaluation. As of (B)(6) 2015 the alleged faulty turbine assembly has not been received and evaluated, a f/u medwatch report will be submitted.